Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g8: type of report, follow-up number h2: follow up type h10: additional narrative upon reassessment of the reported event, it was determined that the item reported was manufacturer by zimmer dental instead of by biomet 3i. This event is no longer reportable due to exemption e1998009.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes.' The unknown biomet abutment was not returned to pbg for inspection. Although the manufacturer (zb EU authorized representative) has received the product, the manufacturing/investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment (lost in transit by ups, tracking 1z270w870491828792). Therefore, the product has not been physically inspected. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth site 44 (fdi) and used for approximately 1 year. The reported event could not be recreated due to the nature of the dental device and event fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (biomet implants). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Brand name: unknown / not provided. Device product code: unknown / not provided. Catalog and lot number: unknown / not provided. Email address: unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the abutment fractured and was removed.